Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a clip had remained in the channel of the colonovideoscope even after manual cleaning and oer reprocessing. The device was then used on another patient. The event was found after an unspecified diagnostic procedure and there were no reports of patient harm. Upon further follow up with the customer, it was confirmed that facility personnel were all properly trained by an olympus endoscopy support specialist and that the endoscope is stored in an air circulated cabinet. It was further noted that the a clip may have not been from a previous procedure, it is possible that it was from the current procedure but was just not documented. The staff cannot recall if a clip was used during the procedure. The clip was then removed, device re-tested, and confirmed there was no damage to the scope. Afterwards, it was returned to use and has no further issues.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.